Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported complaint and replaced the endoscope, but the issue was not resolved. The isi fse swapped the left and right cable behind the dual camera control unit (doco), and the issue occurred on the left side instead of the right side at this time. The isi fse replaced the doco to resolve the issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the high-resolution stereo viewer (hrsv) and vision side cart (vsc) right image was blurry. The intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from the isi technical support engineer (tse). Prior to the phone call, the site used a backup endoscope and power cycled the system, but the issue was not resolved. The isi csr confirmed that the camera head was clean. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information: the system functionality was checked upon powering the system. No error was reported except for the blurry right eye issue. The surgeon elected to convert the procedure to laparoscopic surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the dual camera control unit (doco) to perform analysis. The doco was installed on an in-house system. The unit passed all the tests without any issue. The complaint was not confirmed by failure analysis.